Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
On (B)(4) 2015, it was reported that a sign im nail implanted to repair a fracture of the right femur was found to be broken during a follow up visit.